Event description:
Angio jet catheter began to unravel in the middle. It appeared that the outer layer sheath was separating. There was no patient harm.**submitting report to clear queue. No further information is available and no action is expected. **

Event description:
Angio jet catheter began to unravel in the middle. It appeared that the outer layer sheath was separating. There was no patient harm.